Event description:
It was reported that the endopouch was introduced through the trocar and the bag was advanced. The bag broke away from the support ring after it was advanced. Another endopouch was used and the procedure was completed with no pt consequences.